Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion (alif) surgery at l5/ s1 levels, for the treatment of de generative disc disease and back pain. During surgery, initially the perimeter inserter did not seem to attach to the implant cage. Finally when attached during implantation, the front of the perimeter cage broke off with the inserter. The body of the cage remained in the patient, this looked intact minus the bit that broke off. Fragment that broke was scrapped. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.